Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Surgery occurred on patient's left eye. Patient was reported to have recovered and outcome does not significantly interfere with activities of daily life. Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received with one of the haptic detached and the other haptic still attached to another piece of lens optic. The lens optic was cut in two (2) pieces, most probably related to explant process. Visual inspection revealed scratches. Lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of a diffractive ring pattern on the optic. No further investigation was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced during the same procedure. The incision was enlarged to remove the iol from the eye. There were no patient complications reported. No further information was provided.